Manufacturer narrative:
Investigation: the complaint was investigated for system not displaying image after connecting catheter. The returned catheter was inspected and tested; it was found to pass all safety and performance tests. The investigation results were saline contamination of the interconnect area due to user error. In this case, it is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical indication is an initialization error and failure of the catheter to function. If the catheter fails to initialize/image or if it is noticed that saline solution has gotten into the interconnect area, simply disconnect the catheter from the swiftlink and wipe the interconnect area dry with a clean cloth. Reconnect and use as normal. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during a premature ventricular contraction (pvc) procedure, it was observed that the catheter did not display an echo image on the carto system. The user unplugged and replugged the connector but the issue did not improve. After the user replaced the catheter, the issue was resolved to continue and complete the pvc. According to the follow-up information, the procedure was not delayed and there was no loss of data. There was no patient adverse event reported. No additional information was provided.